Manufacturer narrative:
The device history records for the sam 300p device and the pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p last passed ¿out qat from heartsine technologies on the 17th november 2009. Upon receipt, the -ve terminal pogo pin felt notably less firm than the other pins and did not present a significant resistance when pressed, which indicated the spring within the pin had failed. Measurements taken during the investigation confirmed the failure of the pogo pin. The failed -ve pogo pin would have resulted in a poor connection from the device to the pad-pak, leading to the low battery fail on the (B)(6) 2018. The user would have been alerted with a ¿warning, low battery¿ prompt, alongside a flashing red status led. The pogo pins are checked during sam 300p lower case assembly (h006-006-087-0). The device also successfully passed the sam 300p final unit test (h017-014-104-4) while at heartsine on the 17th november 2009, therefore the fault would have either had to have occurred after this time or was intermittent in nature. The returned sam 300p is now outside of its warranty period and shall be scrapped. Exemption number e2015058. (B)(4).

Event description:
There was no patient involved in this event. Pogo pin failure

Manufacturer narrative:
Further investigation discovered the pogo pins were not faulty. No fault found on sam 300p. The device was returned to heartsine without a reported fault as part of an agreed goodwill commercial exchange. Information from the history log shows that the device performed to specification from installation up until the low battery fail on the (B)(6)2018 . The user would have been alerted with a ¿warning, low battery prompt¿ and a flashing red status led alongside a failure chirp. There was no fault found with the device which could be attributed to the low battery fail which was seen in the log. Therefore, as there was no pad-pak returned with the device and no reported fault with the device, it is assumed that it was due to a genuinely depleted pad-pak. The returned sam 300p is now outside of its warranty period and shall be scrapped.

Event description:
There was no patient involved in this event.